Event description:
It was reported that the patient received three inappropriate shocks due to noise on the right ventricular lead. There was also an alert on the lead for high impedance and oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Fourteen ventricular nst<=210 ms on (B)(6) 2012. Three vf<=200 ms average v-cycle between (B)(6) 2012 and (B)(6) 2012. Ventricular short interval count (v-sic)=532 counts avg/day, in 1.06 days, between (B)(6) 2012 and (B)(6) 2012. One patient alert for lead failure predictor on (B)(6) 2012. One patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. Weekly and daily pace lead impedance trend data shows an abrupt increase for ventricular pace bi impedance = 475 to 4047 ohms peak between (B)(6) 2012 and (B)(6) 2012.